Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The buttons passed the optical and functional investigation successfully and meet the specifications. The display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts.

Event description:
Patient reported the buttons on the infusion device are non-functional. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.